Event description:
It was reported that the ilet issued recurring alert codes 69 (algorithm data parity check), 57 (software runtime error), and 59 (state error), and the beeping persisted without visible alerts despite a device restart; the user was instructed to shut down the device and transition to backup therapy, and a replacement device was arranged. Symptoms included device alarms and audible beeping. Outcomes included interruption of automated insulin delivery and the need for backup therapy. Investigation included verification of the alerts, confirmation of device restart without resolution, review of shipping and return logistics, and guidance to sync data to the mobile app prior to return. Investigation of this case revealed persistent software and algorithm errors consistent with device malfunction, with the pump controller/software component implicated. It was concluded that the cause was a software-related device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.